Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emder is being submitted for an unknown number quantity. It was reported that patient faced an event where the infusion sets were not lasting more than two days on (B)(6) 2025. Blood glucose level at the time of event was high and was treated with correction bolus via pump and multiple device injections (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.